Event description:
Additionally, it was reported that the battery was depleting rapidly.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue.